Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the severely calcified external iliac artery. During pre-dilatation of the occluded vessel with the 7 mm / 40 mm armada 35 balloon catheter the balloon ruptured on the third inflation. Resistance was felt during advancement of the balloon catheter to the lesion. Resistance was felt during removal of the balloon from the anatomy as it appeared the balloon was stuck on calcification. After a few unsuccessful attempts to remove the balloon catheter the decision was made to remove the supra core guide wire and the balloon catheter together. Resistance was met during removal of the balloon catheter through the introducer sheath. The balloon was observed to be in two pieces on the guide wire. The marker on the armada balloon catheter was not able to be seen; however, this could be because of the folding of the ruptured balloon. On fluoroscopy nothing appeared to remain in the anatomy. A new guide wire and armada balloon catheter were used for the rest of the case followed by implant of a non-abbott stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported resistance and difficult to remove the device was unable to be replicated due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.